Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized and subsequently diagnosed with peritonitis. A culture test was performed with results of gram negative staphylococcus. The patient was treated with vancomycin 1 g intraperitoneally (frequency unknown). The patient¿s pd therapy continued throughout the hospitalization. The patient was discharged three days later and was reported to be recovering. The patient continued pd therapy with no further issues.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. There is no documentation or evidence indicating the liberty select cycler or fmc (unknown) cassette caused or contributed to the event. The product was unavailable for product evaluation and investigation, and the etiology of the patient¿s peritonitis is unknown. However, it is known pd therapy is associated with a high risk for infection. Therefore based on the information available, causality cannot be determined. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the peritonitis event. Should additional new information be made available this clinical investigation will be reevaluated.